Manufacturer narrative:
(B)(6). The production device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. A getinge service territory manager (stm) evaluated the iabp and reported that the customer requested service after seeing a lead fault message on the display. The stm checked the iabp with new leads and mini sim and found no fault. The stm then performed calibration, functional and electrical safety checks. All checks passed. The stm determined the lead fault message was being displayed and reported as a problem when no patient was attached to the leads. The stm explained to the facility's biomedical engineer that the lead fault error message is intended to inform the user when there is a problem with a connection of the lead to a patient. The iabp was returned to the customer and ready for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an ECG related issue. No patient involvement or adverse event was reported. It was not reported under which circumstances the event occurred.